Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that her blood glucose level went up to 426 mg/dl. The drive support cap was flushed. The customer went to the hospital on (B)(6) 2016 to treat her blood glucose level. She had a bad headache, blurry vision, and was thirsty. The customer treated her blood glucose levels with manual injections. She was given IV drip and two types of insulin were injected at the hospital. The customer was wearing the insulin pump until admission into the hospital. The device was not returned.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had broken reservoir tube lip, missing the reservoir tube o-ring, cracked belt clip slot at the battery tube threads area, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.